Event description:
It was reported that during a shoulder rotator cuff repair surgery, the twinfix ultra anchor was found fractured when it was being screw-in. All pieces were removed from the patient with tweezers. The procedure was successfully completed without significant delay using a back-up device in the same bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 4.5 twinfix ultra pk anchor assembly, used in treatment, was returned for evaluation. Visual assessment confirmed the reported breakage. The distal end of the anchor has broken at the suture eyelet. Examination of the inserter confirmed one of the two inserter tines has broken off and remains in the anchor. The other inserter tines in bent and twisted. The condition of the device indicates it was likely subjected to off axis insertion and excessive force. Per the device instructions for use ¿establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the insertion site with the insertion device using a two-finger ao technique. Continue rotating the anchor until desired placement is achieved by visual inspection¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.